Event description:
It was reported that telemetry monitoring was lost on four patients for several minutes. Two central stations and two mirror stations were affected. The loss of monitoring was immediately detected and there was no reported patient incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.